Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 67 mm in diameter abdominal aortic aneurysm. The patient had a tortuous and short proximal aortic neck that measured 18.3 mm by 21.2 mm in diameter to 17 mm by 21.6 mm in diameter along a 14 mm length. It was reported that, during the index procedure, the physician intended to implant the device just below the renal arteries. The tip of the stent graft covered the renal artery by a few millimeters. The physician determined that there was sufficient blood flow and completed the procedure without intervention. Per the physician, the cause of the event was due the patient anatomy of a tortuous and short proximal neck. Five days post index procedure, a follow up CT revealed a stenosis in the right renal artery. Intervention was performed where a stent was implanted in the renal artery. The physician determined that the stenosis was unrelated to the implanted device and determined that it was present prior to the index procedure. The physician denied causal relationship of the procedure and the adverse event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.